Event description:
Customer contacted saalt on 7/5/2023 to explain that they claimed they had trouble removing their saalt cup on their own and chose to seek medical care. Saalt followed up asking for details about their cup including the lot number and where they purchased their cup. Saalt also requested their address, date of birth, phone number, and more information about the incident. Customer responded on 7/10/2023 and provided the information saalt requested including their order date, the type of cup they were using, their removal techniques. The doctor who removed the customer's cup said the customer has strong pelvic floor muscles, but did not mention anything about their cervix height. The cup had been inserted for over 24 hours before the doctor was able to remove it. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Saalt sent saalt wear as a replacement on 7/10/2023. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.